Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c, submucous leiomyoma of uterus, hematometra, stenosis, perineal pain, stress urinary incontinence and uterine fibroid. Hysterosalpingogram test done. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and nausea ("nausea"), 1 year after insertion of essure. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("right lower quadrant pain"). On (B)(6) 2018, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (on (B)(6)2018 underwent ablation and hysterectotny with semi-mini technique, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain lower had resolved, the menorrhagia, dysmenorrhoea, anxiety and depression had not resolved and the vaginal haemorrhage, bladder disorder, urinary tract disorder and nausea outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. Procedure: there was proper placement of coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2016: patient noted to have fluid collection on r corneal region of her uterus.. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2013: final diagnosis: 1. Endometrium, curettage - bening secretory endometrium - negative for hyperplasia and malignancy 2. Endometrial fibroid. Curettage - fragments of benign submucosal leiomyoma. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, right lower quadrant pain, dysmenorrhea (cramping). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2019: plaintiff fact sheet and medical records received - events: abnormal bleeding vaginal, bladder disorder, urinary tract disorder, nausea, right lower quadrant pain, reporter information,patient demographic information added.outcome of event ¿pain¿ was changed from ¿not recovered/not resolved¿ to ¿recovered/resolved¿ and right lower quadrant pain fro," unknown" to "recovered resolved". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with semi-mini technique, bilateral salpingo-oophorectomy with removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: sought treatment on multiple occasions for these symptoms. Diagnostic results: hysterosalpingogram test done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with semi-mini technique, bilateral salpingo-oophorectomy with removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: sought treatment on multiple occasions for these symptoms. Diagnostic results: hysterosalpingogram test done. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.